Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.